Event description:
The customer reported that they saw a "pads off" message while the defibrillator was being used on a patient. There was no report of negative patient impact or outcome.

Manufacturer narrative:
(B)(4). The customer reported that they saw a "pads off" message while the defibrillator was being used on a patient. There was no report of negative patient impact or outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.